Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, it was discovered that component y402 (smd crystal oscillator) on the ca board was defective. The defective y402 component prevented the monitor from being able to communicate with the belt. The root cause of the defective y402 component cannot be positively determined. No adverse event resulted from the defective component. The patient received a replacement monitor. No problems were discovered with the patient's electrode belt.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that she was unable to place the patient's monitor into programming mode because service code 204 appeared on the screen. The patient was issued a replacement electrode belt and a replacement monitor.